Manufacturer narrative:
A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 150 samples were taken from the current production. Samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the connector on the et tube is coming out of the tube while attached to the circuit. " alleged malfunction reported as occurring during use. Required medical intervention reported was extubation. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned sample was a representative sample not in I ts packaging. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the connector appears to have been seated firmly into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The inner and outer diameters of the machine side (proximal end) of the connector were measured found to be within specification. No dimensional issues were found to suggest that the connector would disconnect during use. The distal end of the connector was not measured since it could not be removed from the tube. The sample was shipped to the manufacturing site for further evaluation. Dimensions were taken of the tubes and the connectors. After inspection, it was confirmed that the devices met all specifications. No dimensional issues were found on the tube or the connector to suggest that the connector would disconnect during use. The instructions for use (IFU) for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector comes out of tube during use" could not be confirmed based upon the returned sample. A representative sample was returned in place of the actual sample. The inner and outer diameters of the machine side (proximal end) of the connector were both within the acceptable range of tolerances. There was no evidence to suggest that the connector would disconnect from the tube. A device history record review was performed on the lot number of the returned device with no evidence to suggest a manufacturing related cause. The returned sample was sent to the manufacturing site for further evaluation. Upon testing, it was confirmed that the tube was also within proper specifications. No problems were found with the returned device. However, a probable cause not be determined without the actual sample.

Event description:
Customer complaint alleges "the connector on the et tube is coming out of the tube while attached to the circuit. " alleged malfunction reported as occurring during use. Required medical intervention reported was extubation. There was no report of patient injury.